Event description:
This product is only ous approved but it is similar to an approved us device.

Event description:
The customer alleged they can see a haze in the air from their sterrad 100s sterilizer and can taste it. There have not been any human reactions and no one has sought medical attention.

Manufacturer narrative:
(B) (4). Taste in mouth. Haze oil mist. Capital equipment, unit evaluated at the facility. Fse found the oil mist filter by-pass valve blades were flat and not extended properly. Also, found the catalytic convertor threads on the oil mist filter housing are damaged. Replaced the oil mist filter assembly. Function tested the entire system- passed. System meets MFR's specs.